Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented for a laser lead explant due to rv oversensing, noise and fracture. Noise was not reproducible and there were no inappropriate shocks. The patient was stable post procedure.